Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms for the last year and a half. Technical services (ts) reviewed troubleshooting options and possible causes, including possible lead calcification. This crt-d system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms for the last year and a half. Technical services (ts) reviewed troubleshooting options and possible causes, including possible lead calcification. This crt-d system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that following pocket closure for a routine device changeout, crosstalk oversensing was observed on the new crt-d system and chronic rv lead. Electrogram (egm) review revealed as rvs pvc, which was addressed by reprogramming rv sensitivity to 1.5 mv. Shock impedance measurements were previously out of range at approximately 140 ohms and had dropped down to 113 ohms after the device changeout. Technical services (ts) discussed possible causes noting that distal coil may now be closer to the valve and lead slack may have been lost during the device changeout, resulting in the observed crosstalk oversensing. Upon evaluating the patient in different positions, oversensing was reproducible on the left. Programming considerations were reviewed. This rv lead remains in service. No adverse patient effects were reported.